Manufacturer narrative:
(B)(6). Manufacturing date: october 12, 2016 ¿ october 17, 2016. The device was not returned; however, a photograph was received and evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the image shows evidence of a ruptured bladder. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking. The balloon inside the device had ruptured. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.